Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 229-242 mg/dl. Reportedly, customer went to the emergency room on (B)(6) 2022. The high bg was treated with IV and fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. No further patient information was available.